Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell in the tub a couple of months ago and began to feel the stimulation near the ins battery. The patient also felt pain at the ins site and the therapy was no longer effective. Diagnostics performed included battery life check and impedance testing which showed multiple ¿discrepancies¿ of >4000 ohms. A surgical replacement took place on (B)(6) 2018 and the issue was reported as resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.